Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4829ml. The largest prescribed fill volume was 2100ml. This meets iipv criteria. According to the nurse they are not aware that the patient drained 4829ml. Additionally, the patient did not report any symptoms of overfill. The patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be use error as the tidal ultrafiltration removal was set too low resulting in insufficient drain. The device will be routed to the service area.